Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having non-functional ipg. It was also reported that the device was not helpful and was causing worsening pain. No device malfunction was suspected. The patient underwent an ipg explant.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having non-functional ipg. It was also reported that the device was not helpful and was causing worsening pain. No device malfunction was suspected. The patient underwent an ipg explant.